Manufacturer narrative:
The reported complaint of "adverse event without identified device or use problem" could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header. The DHR sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. Analysis of the device image indicated the device was within normal range of operation. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was sepsis.